Event description:
This report is a summary of one (1) malfunction events. A review of the event(s) involved a device experiencing connection issues. No adverse event patient information was reported. No information regarding patient demographics have been provided.

Manufacturer narrative:
Evaluation confirmed consistent with excessive torque is the leading contributing to connection issue with abutments.